Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the diagonal artery. The hi-torque (ht) balance middleweight (bmw) hydro guide wire had no resistance during advancement, however, about 16 inches of the external layer of the wire broke off and got caught in a previously deployed stent. Minimal force was applied during withdrawal. Multiple stents were deployed from the left anterior descending (lad) to diagonal artery to treat the region and also to cover the separated piece of the guide wire. A significant amount of the wire was left in the patient extending into the aorta. Another guide wire was used to complete the procedure. There was no adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the hi-torque (ht) balance middleweight (bmw) hydro guide wire had no resistance during advancement, however, about 16 inches of the external layer of the wire broke off and got caught in a previously deployed stent. Minimal force was applied during withdrawal. It should be noted that the hi-torque guide wires instructions for use states: do not: push, auger, withdraw or torque a guide wire that meets resistance. Although minimal force was applied during withdrawal the force applied seemed to be a reasonable clinical response to the difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement the guide wire inadvertently got caught in a previously deployed stent resulting in the reported difficult to remove. Interaction/manipulation of the device using minimal force resulted in the reported material separation. The treatment appears to be related to the operational context of the procedure as reportedly multiple stents were deployed to treat the region and also to cover the separated piece of the guide wire. A significant amount of the wire was left in the patient extending into the aorta. Another guide wire was used to complete the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.